Event description:
The customer reported that a subgroup of a pt's sample did not react in the anti-a microtubes of mts a/b/d monoclonal and reverse grouping card lot # 030808037-07. Repeat testing using an alternate lot of gel card yielded the same negative results in the anti-a microtube. Erroneous results were not reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specifications. Additional complaint has been opened for lot# 012308037-12 ocd complaint number 933082/q 113001, MDR # 1056600-2008-00225.